Event description:
It was reported that a user experienced prolonged low blood glucose while using the ilet pump for glucose management, with a measured blood glucose of 59 mg/dl and had received rapid-acting carbohydrates under school nurse supervision; device data later indicated a sequence of multiple breakfast meal announcements preceding the hypoglycemic event. Symptoms included hypoglycemia. Outcomes included the need for acute carbohydrate administration and device use interruption for safety and retraining. Investigation included review of pump reports, synchronization with the mobile app, and engineering log analysis. Investigation of this case revealed that multiple manual meal announcements led to overdelivery of insulin and subsequent hypoglycemia, with no changes to targets, weight, or time settings, and no calibration discrepancy identified. It was concluded, based on previously established findings for similar reports, that the cause was user-initiated meal announcements resulting in insulin overdelivery.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.